Event description:
MFR became aware of four separate events at the same user facility involving 20fr initial placement gastrostomy (peg) feeding tubes. The initial procedures were performed without incident. The pts developed infectious side effects after the procedure was performed. Several attempts by the distributor and the MFR to obtain add'l info have been unsuccesful. No further details are available regarding the circumstances surrounding this event.